Event description:
Customer performed a blood glucose test and received a result of 388 mg/dl. Customer did not eat breakfast and dosed insulin. Customer went to the doctors office where they passed out. Paramedics were called and pt was given an IV of glucose. Customer was taken to the hospital and released a couple of hours later. Control was in range. A request was made for the return of the suspect device and replacements were sent.